Event description:
It was initially reported to target that during a procedure, a coil was jammed with the coil pusher in the catheter. Upon evaluation it was found that the coil pusher's core wire was broken and perforated its teflon sleeve, making this complaint an MDR. However, this event had no consequences to the pt, who was reported in good condition after the procedure.